Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that numerous non-sustained ventricular tachycardia were observed due to t-wave over-sensing (twos) on the patient's right ventricular (rv) lead. Sensing polarity was reprogrammed for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.